Event description:
Per on (B)(6) 2018, CT (computed tomography) abdomen without contrast: "ivc [inferior vena cava] filter is in place, with minimal tilt and the apex resting adjacent to but not definitely contacting the medial wall of the ivc. Filter apex lies roughly 7mm inferior to the most inferior right renal vein. Less than 1mm of perforation of the wall of the ivc is seen by anterior and posterior right stress [sic]. No organ involvement seen. The filter is intact with no evidence of bending. The suprarenal vena cava measures 2.9 cm in diameter, whereas the infrarenal vena cava measures 1.9 cm in diameter".

Manufacturer narrative:
Additional information: h6 (patient and device codes). H6 (device code): appropriate term/code not available (3191) for alleged device perforation. H6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided determined that this device was manufactured by cinc. With the submission of this follow-up report, cinc informs that this complaint has been transferred from wce to cinc.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Reporter occupation: non-healthcare professional. 510(k): k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2014". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.